Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator failed a test step. There was no harm or injury reported. Additional information: during evaluation of the device the manufacturer visually inspected the device component for defects and found none. The evaluation determined the issue is caused when the user performs a device software upgrade, but never confirms the upgrade on the device screen when prompted. No sleep events take place on the device after the software upgrade, which in turn causes the start/stop latch not to be reset. This results in a load on the internal and detachable batteries causing them to discharge to the perm fail threshold.